Manufacturer narrative:
On june 29th 2020 additional information received indicates patient underwent bilateral removal and replacements as follow: left replaced with cat#: 3503504bc, sn#: (B)(6), and right replaced with cat#: 3503504bc, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/26/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 5/21/2020, indicated that the device removed on (B)(6) 2020. Correction:device manufacturing date was on 10/31/2012. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary completed on july 2nd 2020. During a visual inspection, the device was found to be ruptured. Siltex cracking was observed on the edges of the tear. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel, 450cc silicone breast implants which the left side ruptured after implantation. Patient reported following:I have on and off burning sensation. It seems to be dropping more as time goes on compared to the intact implant. I have a consult appointment now with the original doctor. The consultation is on (B)(6) 2020, and the tentative surgical date is (B)(6) 2020 the issue was confirmed by the physician via ultrasound examination..as a result patient scheduled for removal on (B)(6) 2020.